Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had recurring replace battery now alarm. The customer stated they did not receive a low battery alarm prior to the replace battery now alarm. The customer stated this was the second instance of this issue. The customer's blood glucose was 8.8 mmol/l. The customer did not recall any significant events leading to the issue. The customer was advised the insulin pump will be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active currentmeasurement, rewind test, prime/seating test, basic occlusion test, occlusion test, fore sensor test, and the displacement test. Power loss alarm, low battery alarm and powr error alarm are confirmed in the long trace file. Power loss alarm occurred after the power error alarm was cleared. Detail trace analysis confirmed the pump alarmed low battery and then alarmed power error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector at electronic board. The pump was monitored and functioned properly. The insulin pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.